Manufacturer narrative:
(B)(4). Device did not return. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported filter detachment, additional therapy and embedding the filter against the vessel wall appears to be due to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: 8 french. Stent: 7-10x30 rx acculink. Other: 7 french pronto. The 1.20x8mm mini trek referenced is filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 7-10x30 acculink stent was implanted in the heavily tortuous, non-calcified, left internal carotid artery (lica) with the 6.5x190 accunet embolic protection device distal to the lesion. After post dilatation of the acculink stent, a 7 french aspiration catheter was inserted to aspirate potential thrombus from the accunet, when the aspiration catheter pushed the 8 french guide catheter out of the common carotid the accunet was thrust down and hit the distal end of the acculink. The accunet filter separated from the filter wire. Attempts to snare and remove the filter were unsuccessful. A 1.2x8 mini trek balloon dilatation catheter was attempted to be inserted in a 5 french diagnostic catheter and the diagnostic catheter was attempted to be inserted into an 8 french multi-purpose guide catheter (gc) to try to telescope past the stent and filter. The diagnostic catheter was halfway inside the multi-purpose gc when the mini trek separated. The point of separation on the mini trek was outside the anatomy. A balloon expandable stent was deployed in the lica to embed the separated accunet filter against the vessel wall, distal to the acculink stent and not overlapping. There were no adverse patient effects. No additional information was provided.